Manufacturer narrative:
Calibration and control data do not indicate an issue. Assay performance checks were within specification. Based upon the information provided, the discrepancies may have been caused by a pre- analytical issue. The customer was using a short clotting time for patient samples. An action plan to monitor analyzer performance, after replacement of the measuring cell, and implementation of a revised, strict pre-analytics protocol were instituted. There was no adverse effect to the patient.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Same case as MFR report #: 2134265-2010- 01647.it was reported that during an unspecified rotational atherectomy procedure, the burr cut the wire.the floppy rotawire guide wire was inside of the patient,. During the loading of the rotablator rotalink plus 1.75mm burr on the wire outside of the patient, the burr cut the wire. The remainder of the floppy rotawire guide wire was removed from the patient with some difficulty. Patient's status was reported as 'fine'.

Event description:
Customer had an on-going issue with discrepant troponin t results and provided one patient example. Customer systematically remeasures all samples therefore the false positive result was not reported and no adverse effect happened to the patient. Initial troponin t result was 0.565 ng/ml, repeated on same analyzer gave 0.021 ng/ml. Troponin t reagent lot was 155638. The following pre-analytical handling of the patient sample was provided: an aliquoted serum sample was poured from a 13x10 mm tube. The tube was spun for 10 minutes at 2000 rcf in a fixed centrifuge and allowed to clot for 15 minutes.